Manufacturer narrative:
The service rep retightened the lemo receptacle on the interconnect cable. The system operates as intended.

Event description:
The customer reported the 9600+ system interconnect cable lemo receptacle is loose. There is a bad connection on the c-arm. No pt was invovled.